Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, patient, foreign) regarding a patient who was receiving baclofen (concentration: 1800 mcg/ml, dose rate: 329.7 mcg/day) and "hydal" (concentration: 2.0 mg/ml, dose rate: 0.3663 mg/day) via an implantable pump. It was reported that an unexpected pump stop occurred. The patient got multiple pump alarms regarding elective replacement indicator (eri) and end of service (eos). A critical alarm occurred before explant. The patient suffered from under-infusion so urgent replacement was needed. Regarding factors that may have led or contributed to the issue, it was noted that the customer indicated that they were informed years ago that the pump would never stop working, and also not when eos occurs. The customer wanted to know if pump always stop working after eos or if the pump had an issue. The customer indicated that the pump was implanted for 7 years and 3 months. As per the pump log, a non-critical alarm regarding eri occurred on 2023-dec-07 following by a critical alarm regarding eos on 2024-mar-06. The pump was replaced and was to be returned to the manufacturer for analysis. The catheter remained still implanted. The issue was resolved. The patient was without injury regarding their status as of 2024-mar-27. The patient's medical history, age, and weight at the time of the event were unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative on 2024-apr-05. The date of pump implant was clarified as (B)(6) 2017. The date (B)(6) 2017 is considered an approximate date of pump implant (specific month and year known only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis determined the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.